Event description:
Ous MDR - it was reported that recently after implantation (1 day) the impedance was unacceptably low (100 ohms). The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a strong circumferential deformation of the outer conductor helix and the lead body about 20 cm distal of the is-1 connector pin in the area of the ligature. The insulation of the inner conductor helix was damaged in this area due to this constriction. This damage is probably the result of binding the ligature thread too tightly. This damage pattern can with high probability be regarded as the cause of the clinical complaint. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that recently after implantation (1 day) the impedance was unacceptably low (100 ohms). The lead was explanted.